Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the hcp¿s notes stated they thought the falls led to lead retracting but were uncertain. The caller reported they did not know if the issues were resolved but stated they assumed that the hcp went ahead with surgery. No further follow-up information was known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1khbr, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having a brain scan under anesthesia as the lead has "retracted" from the area it was supposed to be in and they were looking to correct this. This was discovered during a programming session several weeks after it was placed. The patient has had several falls in that time period, it was unknown what the cause was for the falls. As far as they know everything was still implanted and there were no broken leads. No further complications were reported as a result of this event.